Manufacturer narrative:
No patient information provided as no patient was involved in this concern.suspect part not returned to manufacturer for analysis.

Event description:
A site representative, material management, reported an articulating arm that would not tighten properly. The tightening mechanism may be stripped and the arm will not hold position any longer. It was noted that this concern occurred over time and not during a specific event. There was no patient present when this issue was identified.